Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: a review of the receiving inspection (ri) for poly screw driver shft x20 was conducted identifying that lot number pc4902517 was released in a single batch. Batch 1: released on september 27, 2019 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Visual inspection: the poly screwdriver shaft x20 was returned and received at us customer quality (cq). Upon visual inspection, the edge of the most proximal circumferential groove on the shaft was deformed on the distal side. No other issues were identified with the returned device. Functional test: the functional test was performed with the returned devices. The complaint device was not able to be assembled with the mating device (retention sleeve, product code: 2020-00-401 & lot no: pc4958137) as the complaint device shaft was deformed at the proximal groove distal edge. Dimensional inspection: the dimensional inspection cannot be performed due to the post-manufacturing damage document/specification review: based on the date of manufacture, the following drawings, reflecting the current and manufactured revision, were reviewed. X20 polyscrewdriver. Investigation conclusion: the complaint condition was confirmed for the poly screwdriver shaft x20 as the proximal groove feature in the shaft was damaged. The potential root cause was identified as upon the additional torque being applied to the retention sleeve, additional force was applied from the ball bearings to the groove surface, rolling the edge of the groove, and creating a metallic burr. This failure mode is related to usability as the device is intended to be tightened. However, the application of additional torque beyond the design intent contributes to the occurrence of identified failure mode. Design update to the poly screwdriver shaft x20 was implemented to eliminate the potential cause of identified failure mode per change assessment. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during an inspection, it was noted that the two parts of the poly screwdriver did not fit together properly. No surgery or patient affected. This report is for one (1) poly screw driver shft x20. This is report 2 of 2 for (B)(4).